Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 5 tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip, the blue part of the clip introducer got stuck in the gripper. A tear was observed in the blue part of clip introducer the clip was replaced with another device to complete the procedure. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip, the blue part of the clip introducer got stuck in the gripper. A tear was observed in the blue part of clip introducer the clip was replaced with another device to complete the procedure. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported mechanical jam of the clip introducer was due to procedural circumstances (technique of placing clip introducer over clip). The reported torn clip introducer was related to troubleshooting the reported mechanical jam of the clip introducer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.